Event description:
It was reported that during a peripheral orbital atherectomy procedure, distal embolization occurred while using a csi orbital atherectomy device (oad). Additionally, the device stalled during one of the runs. The target lesion was heavily calcified and was located in the superficial femoral artery (sfa). The physician performed two runs at low speed using the csi oad, but noted that it was not moving smoothly. The physician then performed a run at medium speed, but the device stalled. The oad was removed from the patient, a new oad was advanced into the patient and atherectomy was continued. Post-atherectomy revealed distal embolization, which was resolved via balloon angioplasty. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
Device analysis. The oad was returned without the original guidewire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported events. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. An in-house 0.014" test wire was loaded through the device without issue. When tested, the oad spun at low, medium and at high speed with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the device stalling and distal embolization could not be determined. The device was within specification and performed as intended. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).